Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds and was explanted due to dislodgement. No additional adverse patient effects.